Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a hemostasis procedure. According to the complainant, during the procedure the clip locked onto the bleeding diverticulum. However when attempting to remove the delivery catheter, the clip stayed attached to the device and was pulled off of the target tissue. The entire device was removed from the patient and two resolution hemostasis clipping devices were successfully used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as okay post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a hemostasis procedure. According to the complainant, during the procedure the clip locked onto the bleeding diverticulum. However when attempting to remove the delivery catheter, the clip stayed attached to the device and was pulled off of the target tissue. The entire device was removed from the patient and two resolution hemostasis clipping devices were successfully used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as okay post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned inside the package. The control wire was separated per design. Additionally, a kink was present in the control wire and the yoke was missing. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.